Manufacturer narrative:
Additional data:

Event description:
Further follow up with the healthcare professional (hcp) revealed additional information. Patient first experienced pain the night of injection which worsened the next day. Two days post-treatment, patient presented with bruised, swollen upper lip and complaining of pain. Hcp observed swelling and darkening of the undersurface of the right upper lip buccal membrane and considered lips could have been bruised, but also suspected vascular blockage (venous obstruction). Following application of blt numbing cream, hcp injected hyaluronidase to the darkened area of the lip. Hcp wanted to flush the area with 4 ml (600 units) of hyaluronidase, but the patient refused because they were hurting. Patient was sent home with blt numbing cream to help with the pain and recommended they take 2 aspirin warm compresses were also recommended for comfort. When hcp followed up with patient later that evening, lip was raw and red, even with the blt numbing cream. Hcp offered to call in a prescription for tylenol and codeine, but patient refused. Hcp also offered to bring a vasodilator to patient in the morning. Following morning, patient didn¿t feel good and had a fever of 101.2. Hcp offered to call in an antibiotic and met with patient that day. Physical examination showed no ulcer or discoloration, small pustule, no discharge. Erythema inflammation and reddening of upper right lip, small bruise and discoloration were observed. Fever of 101.3f, no ear pain, sore throat, cough, no necrosis. Hcp gave patient more blt topical numbing cream for their lips. Consulting physician also provided prescription for percocet for pain relief and clindamycin; they suspected possible early bacterial infection/pustule. Following morning (4 days post injection), patient was still in pain and wanted to go to the hospital; hcp went to hospital to meet patient but did not see them there and was unsuccessful at reaching the patient via text. Two days later, office received photo of patient which showed improvement. The rest of the month, patient continued to show improvement and healing. Hcp¿s most recent contact with patient showed almost complete healing on upper lip, with some redness around injection site above right upper lip.

Event description:
Injecting office reported a patient was injected in the lips with 0.8ml of juvéderm® ultra plus xc; the next day, patient had an ¿adverse event.¿ reporter stated the event "appeared to be an occlusion." Hylenex was provided as treatment. Symptoms areongoing. Further follow up with the healthcare professional (hcp) revealed additional information. Patient first experienced pain the night of injection which worsened the next day. Two days post-treatment, patient presented with bruised, swollen upper lip and complaining of pain. Hcp observed swelling and darkening of the undersurface of the right upper lip buccal membrane and considered lips could have been bruised, but also suspected vascular blockage (venous obstruction). Following application of bltnumbing cream, hcp injected hyaluronidase to the darkened area of the lip. Hcp wanted to flush the area with 4 ml (600 units) of hyaluronidase, but the patient refused because they were hurting. Patient was sent home with blt numbing cream to help with the pain and recommended they take 2 aspirin warm compresses were also recommended for comfort. When hcp followed up with patient later that evening, lip was raw and red, even with the blt numbing cream. Hcp offered to call in a prescription for tylenol and codeine, but patient refused. Hcp also offered to bring a vasodilator to patient in the morning. Following morning, patient didn¿t feel good and had a fever of 101.2. Hcp offered to call in an antibiotic and met with patient that day. Physical examination showed no ulcer or discoloration, small pustule, no discharge. Erythema inflammation and reddening of upper right lip, small bruise and discoloration were observed. Fever of 101.3f, no ear pain, sore throat, cough, no necrosis. Hcp gave patient more blt topical numbing cream for their lips. Consulting physician also provided prescription for percocet for pain relief andclindamycin; they suspected possible early bacterial infection/pustule. Following morning (4 days post injection), patient was still in pain and wanted to go to the hospital; hcp went to hospital to meet patient but did not see them there and was unsuccessful atreaching the patient via text. Two days later, office received photo of patient which showed improvement. The rest of the month, patient continued to show improvement and healing. Hcp¿s most recent contact with patient showed almost complete healing on upper lip, with some redness around injection site above right upper lip.

Manufacturer narrative:
Additional data:

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Injecting office reported a patient was injected in the lips with 0.8 ml of juvéderm® ultra plus xc; the next day, patient had an ¿adverse event.¿ reporter stated the event "appeared to be an occlusion." Hylenex was provided as treatment. Symptoms are ongoing.